Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump button was not pressed down for 3 minutes and has been exposed to a change in altitude. Customer was advised to obtain a new battery and replace battery in the insulin pump. Advised customer to monitor and call back if problem persists. The insulin pump is not expected to return for analysis.